Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit printed markings that aid in identification of the unit size and type disappeared with normal use. There was no injury associated with this event.

Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation. Visual examination shows that the unit is contaminated. Further examination shows that the inflation line and pilot balloon have been removed from just at the flange area. Examination of the flange shows that missing from the flange is the i.d, o.d, ref and size. There is traces of this remaining on the flange which confirms that the flange was printed. The reported defect could be detected on the unit returned. The most probable root cause is the end user used a cleaning agent which was not compatible with our print. All of our tracheostomy products undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are identified and removed from the lot. The unit returned for evaluation would not have passed this inspection. Please refer to our ¿instructions for use¿ where it states ¿do not use solutions or chemical agents other than tho se recommended in these instructions to clean any part of the tracheostomy tube, as this may result in tube damage. Hydrogen peroxide or other oxidizing agents may be harmful to the device¿. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.